Manufacturer narrative:
Additional, corrected and/or changed data: d1, s2a, d2b, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture, exposure and cancer was received on january 08, 2025, with lot number 3233695. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Cancer: unable to observe as it is not related to the device. Exposure: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "device exposure". Later, the healthcare professional reported capsular contracture, baker grade iii." Healthcare professional also reported "patient currently undergoing chemotherapy for right breast cancer¿, deemed not device related. This record is for right side. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of foreign body reaction is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign body reaction.

Event description:
Healthcare professional reported, "device exposure". The device has been explanted and replaced with another manufacturer's device. The affected side is unknown.

Event description:
Healthcare professional reported "device exposure". Later the healthcare professional also reported capsular contracture, baker grade iii, and the "patient currently undergoing chemotherapy for right breast cancer¿. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, d.3, g.1, h.6.